Event description:
It was reported that, "rejuvenate stem inserter would not lock on to implant correctly."

Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.